Manufacturer narrative:
The lot number for the device was not provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the patient allegedly became unresponsive after the port was flushed with saline and aspirated successfully for the first time in approximately a year and a half. Reportedly, the port was not routinely accessed after chemotherapy was no longer needed. It was further reported the patient was intubated and the port was removed. The current patient status is unknown.

Event description:
It was reported that the patient allegedly became unresponsive after the port was flushed with saline and aspirated successfully for the first time in approximately a year and a half. Reportedly, the port was not routinely accessed after chemotherapy was no longer needed. It was further reported the patient was intubated and the port was removed. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged unresponsive patient as no objective evidence has been provided to confirm any alleged deficiency with the port/catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include poor device maintenance and patient condition; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are contamination during implantation. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.